Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient reported being unsure if the cannula was properly seated in the infusion site (unspecified). Before this pod, three other pods were also attempted to activate but had the same issue that same day, which led up to the hospitalization. Patient's blood glucose levels were not reported but was wearing the pod for less than an hour. Symptoms reported include hyperglycemia and some vomiting. The patient was treated with unspecified intravenous fluids and insulin. The pod was removed at the hospital and discarded. The patient was discharged on (B)(6) 2025.